Event description:
Vessel sealer malfunction - registered on machine when plugged in but would not go completely in the port for use. It kept beeping and the light turned red; not reprocessed. New vessel sealer opened and used. No harm to patient.